Manufacturer narrative:
The investigation determined that a discordant, negative vitros hivc result was obtained from a single patient sample when tested using vitros hivc on a vitros 3600 immunodiagnostic system. The result was considered discordant when compared to positive results obtained from non-vitros methods. A definitive assignable cause for the discordant negative result could not be determined with the limited information provided by the customer. The customer did not provide any qc fluid information, so it was not possible to make an appropriate assessment of the vitros hivc lot 0600 reagent performance at the time of the event at the customer site. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros hivc lot 0600. Additionally, precision testing of the vitros system was not performed, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the events. In addition, it was not possible to establish if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Furthermore, a potential issue with dilution by a liquid anticoagulant cannot be ruled out as a contributor to the event as it could not be determined the type of collection device used for the patient samples. The discordant, negative vitros hivc result for patient 1 was not reported from the laboratory and ortho has not been made aware of any allegation of actual patient harm as a result of this event. A definitive assignable cause of the event was cannot determined. Email address for contact office is (B)(4).

Event description:
A customer reported a discordant, negative vitros hivc result from a single patient sample when tested using vitros hivc on a vitros 3600 immunodiagnostic system. The result was considered discordant when compared to positive results obtained from non-vitros methods. Patient 1 vitros hivc result of 0.10 s/c (negative) versus the expected result of reactive. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant, negative vitros hivc result for patient 1 was not reported from the laboratory and ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).